Manufacturer narrative:
Product analysis the device was flushed, and a 0.018¿ guidewire was loaded through the device, during inflation of the device a pinhole leak was found at the centre of the balloon, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A chocolate balloon was intended to be used for treatment of a 100mm lesion in the  superficial femoral artery. The artery was 5mm in diameter. A 6fr non medtronic sheath and non medtronic guidewire was used. It was reported during balloon inflation at 4atm it was noted the balloon deflated when pressurized and inflated and could not maintain the inflation pressure. Another balloon was used to complete the case. No patient injury. The balloon was implanted and removed, blood stains were removed and disinfected with iodine. After the intraoperative pressure could not be maintained, the surgeon removed it and tried to eliminate the pressure pump and luer interface problems in vitro. The preliminary judgment was that the balloon leaked. Another balloon was used to complete the case. No patient injury.